Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a bloody fluid leak at the rinse block of the coulter lh 500 hematology analyzer customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found there was a wire that was catching on the backwash arm and causing the backwash to not go to the end of the needle and caused a leak. The fse tied the wires and placed them away from the backwash arm. The fse ran a sample after repair and did not see any leak.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).